Event description:
The device was used during a spleenectomy procedure. Reportedly the pouch disengaged into the patient's cavity. The surgeon was able to retrieve the pouch without injury to the patient.